Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. However, the patient has sensitive skin. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, CAPA is not required. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported a reaction and a rash from the adhesive on the wearable. The patient is doing great and the rash has cleared.